Event description:
A report was received that the patient's ipg was having communication difficulty with the charger. Computerized tomography results revealed that the ipg was implanted 3cm deep . The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg was having communication difficulty with the charger. Computerized tomography results revealed that the ipg was implanted 3cm deep . The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned. It was noted that the ipg was also tilted. The patient was reportedly doing well postoperatively.